Event description:
The pt reported that she fell in her bathtub approx one yr ago and that since then she has been experiencing intermittent tingling and stuttering. She states her interstim device will be explanted as she was told it is hitting a nerve. Further info is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a f/u medwatch report will be sent.